Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully, with good measurements observed. However, in the early morning hours two days post-implant, the patient's heart rate was observed to be 45 bpm on the ECG monitor. X-rays confirmed the lead had dislodged. A revision procedure was performed. The helix was retracted and the lead was repositioned, but then the helix would not extend even after 30 turns of the fixation tool. The physician turned the fixation tool an additional 50 turns and the helix never extended. The lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported. The explanted lead was not going to be returned for laboratory analysis.